Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter main body fell apart during surgery. The procedure was completed by replacing the pack with another one. The procedure type was unknown. There was no harm to patient.

Event description:
Based on information received following submission of the initial report, from the physician this event of cutter main body fell apart at the time of opening the product, event code was updated from reportable to non reportable as per the timing of the surgery, does not meet criteria for reporting as a serious injury.

Manufacturer narrative:
Based on information received following submission of the initial report, from the physician this event of cutter main body fell apart at the time of opening the product, event code was updated from reportable to non reportable as per the timing of the surgery, does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).